Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of pseudoaneurysm are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the access site was not dry after knot advancement therefore, the physician broke the suture to remove it. As the access site was still bleeding, the physician placed an 8f sheath prior to attempting manual compression which was ultimately unsuccessful. The patient was taken to the operating room where it was discovered that the patient had a pseudoaneurysm. Manual suturing was performed to achieve hemostasis and treat the pseudoaneurysm. Due to the complication, a clinically significant delay occurred. No additional information was provided.